Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed rails which need to be adjusted. A field service engineer found several loose ball bearings, powered down the unit and removed drawer 6. Identified that the right slide rail was missing ball bearings from the bearing cage. Replaced the right slide rail. Inspected the left slide rail and noted the slide bumper was worn and beginning to stick during opening. Replaced the bumper on the left rail. After repairs, the drawer opened and closed smoothly. Reinstalled the drawer and tested functionality. Customer was able to inventory and operate the drawer normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 rails for drawer 6 needed adjustment. The main drawer 6 was difficult to open and jammed when attempting to close it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.